Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Reports#: 1627487-2017-07920 and 1627487-2017-07921. It was reported the patient experienced a change in therapy following a fall. Diagnostic testing revealed high impedance values on multiple lead contacts. Reprogramming was able to resolve the issue at that time. Later, the patient stated the therapy had changed again and reprogramming was unable to resolve the issue. Imaging revealed the lead had pulled out of the ipg header. Low and high impedance values showed on multiple lead contacts. In addition, one of the two leads appeared to be a full vertebral body lower than the other. Consequently, the patient will undergo surgical intervention to address the issues.

Event description:
Device 3 of 3, reference MFR. Report#: 1627487-2017-07920. Reference MFR. Report#: 1627487-2017-07921. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2018. The physician opened the ipg pocket and disconnected leads. Lead diagnostics showed invalid impedances on multiple lead contacts. As such, the physician reconnected the leads to the ipg and closed the pocket. The patient is being referred for a paddle lead placement.

Event description:
Device 3 of 3 :reference MFR. Report#: 1627487-2017-07920 , reference MFR. Report#: 1627487-2017-07921. Follow-up information revealed the patient underwent surgical intervention wherein the scs system was explanted and replaced, reference MFR. Reports 1627487-2018-04848, 1627487-2018-04865 and 1627487-2018-04866. Effective therapy resumed following the procedure.